Manufacturer narrative:
H2: additional information was received and updated in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The site was working towards the reference frame.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #: (B)(6), h3: a medtronic representative went to the site to test the equipment. Two spins were taken and the issue was unable to be recreated. The system was accurate and functioned as intended. H6: codes b01, c19, and d14 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy during a t4-pelvis case. This case required 2 frames and 2 initial spins. The pelvis and lumbar were reported to be accurate, but the site needed to re-spin to ensure accuracy after a 3rd party driver broke when putting a screw in s1. The surgeon proceeded to place thoracic screws, but the screws on t4-t7 were lateral by 4-5mm. The surgeon took another spin to adjust the screws. It was also noted that trajectory 2 would move or go away intermittently. It was unknown if another instrument's spheres were in view of the camera at this time. There was a surgical delay of less than 1 hour. There was no impact on patient outcome.

Manufacturer narrative:
H3: a software analysis was initiated. Reviewed the provided logs and archives and observed one session on the reported date. The workflow shows repeated transitions between select procedure, instruments, acquire images, and navigation, with multiple cycles of acquiring new o-arm images followed by navigation attempts. The merge state entries indicate that the user sequentially switched between oarm-1 through oarm-6 as the active reference exam at various points, with no pre-merged exams associated with any merge state. Archive analysis included three exports. One was an mr-1 t1 exam, which was not relevant to this spine procedure. The remaining two archives contained multiple o-arm acquisitions. Archive 1 included three o-arm exams, each with 192 slices and 0.83¿mm slice spacing/thickness. Oarm-1 contained two saved screws positioned away from the 3d anatomical model and two saved cylinders with defined entry and end points under projections. Oarm-2 had one saved screw also misaligned from the anatomical model and three saved cylinders with defined trajectories. Oarm-3 contained no saved plans, implants, or projections. Archive 2 contained six o-arm exams. Oarm-1 (long volume ssd) had 352 slices and included 11 saved cylinders, each with entry/end points set under projections. Oarm-2 (long volume standard) had 304 slices with six saved cylinders, all with defined trajectories. Oarm-4 (long volume ssd) included 496 slices and 14 saved cylinders. Oarm-5 (long volume ssd) had 336 slices with four saved cylinders. Oarm-3 and oarm-6 (spine smart dose) contained 192 slices and had no saved plans, implants, or projections. All o-arm datasets in this archive shared consistent imaging parameters of 0.83¿mm spacing and thickness. In both of the above archive's instruments used were stealthair spine frame and passive planar ball 1.5. There was insufficient information to determine root cause of reported behavior. Sw logs are not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration is a common cause of accuracy issues but cannot be detected in logfiles or archives. H6: codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: corrections have been made to this report to reflect the accurate information. Updates are in sections b2 and h1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: this report has been corrected to reflect accurate information. Please see sections e2, e3, g2, and g6 for updates. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.